Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being mde to obtain the device. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported on (B)(6) 2015, a female patient of unknown age presented for an angioplasty procedure. During the procedure, the bentson wire became lodged inside of the balloon. The treating physician withdrew the wire, noting the wire had unraveled. The device was set aside and the procedure was successfully completed with a new of the same device. It was reported the patient suffered no harm or injury due to the event. It was reported the device is available for return to the manufacturer for evaluation.